Event description:
On (B)(6) 2010 - service center went to customer's location to repair the seat lift as part of recall z-0174/0175-2008. The service center informed electric mobility that, while performing the repair, the seat lift master bolts broke. On (B)(6) 2010 - service center received new seat lift and completed the repair. On (B)(6) 2010 - return authorization received.

Manufacturer narrative:
Electric mobility corporation failed to report this malfunction within 30 days.